Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type programmer, patient. Product ID: 97740 , serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
The consumer via manufacturer representative (rep) reported that the patient never had stimulation in their back, where their pain is. It was reported that reprogramming the 2x8 surgical lead got the stimulation as far up as the lower hips on (B)(6) 2015. High density stimulation was offered but the patient said that they were getting good relief from their pump and just wanted to see if they could get coverage before discussing explant with their physician. It was reported that explant was planned. It was reported that the patient never had good coverage/relief. The patient requested the stimulator to be explanted for cosmetic reasons. Relevant medical history includes spinal pain.

Manufacturer narrative:
Analysis results for the ins (B)(4) indicated that there was reduced battery capacity due to overdischarge. Product analysis: the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 144. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 46 minutes and the battery charged from 3.885v to 4.000v. The battery discharged to the lock mode on (B)(6) 2016; the total therapy loss count is 3. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.